Event description:
Wayne pneumothorax set was used for the placement of a pigtail chest tube. Upon removal of the wire from the catheter, resistance was met. The wire was able to be removed from the catheter without any harm to the patient but it was noted the wire was kinked, and uncoiling upon removal.